Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient called into zoll to report that her skin is very itchy and that blisters have not stopped developing, so she was going to be removing the lifevest. Technical support followed up with the patient the next day. The patient was still not wearing the system. The patient stated that she has a large laceration under her left breast where the therapy electrode pad lays and it is being irritated. The patient reported that the laceration is oozing and is very painful. Technical support offer to send out a patient service representative (psr), although the patient refused the help. The patient was given permission from her doctor to return the equipment. There was no follow up on laceration to see if it healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.